Event description:
Additional information received reported the patient resolved without sequelae as of (B)(6) 2013. It was then later reported the patient had resolved without sequelae as of (B)(6) 2013.

Event description:
The patient experienced withdrawal symptoms, dizziness, confusion and was lightheaded. The patient experienced increased pain. A catheter access port (cap) contrast study was performed on (B)(6) 2013. There was difficulty clearing the catheter. The catheter was malpositioned. A surgical revision was performed on (B)(6) 2013 and the catheter was spliced. The event was ongoing. The device system was used to infuse dilaudid, bupivacaine, baclofen and clonidine

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the catheter found the catheter was incomplete, it was returned in segments. No significant anomalies were seen with the returned segment.

Manufacturer narrative:
(B)(4).

Event description:
Additionally it was reported that the catheter dislodged from the intrathecal space and later reported as a medical device complication. This issue was located in the intrathecal site and was not related to the implant procedure. However, the catheter was moved to a more optimal intrathecal position - not because of any catheter defect, deficiency, or malfunction.